Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump and display were not frozen. Insulin was received with a minor scratch on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was frozen; it froze when he was doing a blood reading. Buttons on the device are not responsive. Troubleshooting was performed. Customer's blood glucose level was 170 mg/dl. The display is not all totally blank. Customer does not have a remote to test pump response. Customer was advised to remove the battery for five minutes and reinsert a new one. Customer stated the battery is still frozen, with no time advancement. The device did not alarm after the battery was inserted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.